Event description:
Revision surgery - due to the head dislocating from the cup. The surgeon changed out the modular neck and head to a different offset.

Manufacturer narrative:
The reason for this revision surgery was due to a dislocation after 3.4 years of implant use. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material report (ncmr) associated with this product. Ncmr (B)(4) showed (B)(4) parts (part number: 410-35-112) scrapped and (B)(4) parts reworked due to tool marks on the neck. A review of the product complaint report history showed this is the first complaint for a part from this lot. The root cause of the dislocation was reported as a need for a different sized offset neck. There are no indications of a product or process issue affecting implant safety or effectiveness.